Manufacturer narrative:
(B)(4). Concomitant medical products: 110017104, g7 finned shell, 7083368. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product was used and remains implanted. The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that during a hip procedure, the surgeon has trouble getting the liner to insert into the cup. After several hits, the surgery was finally able to get the liner in and completed the surgery as intended. There was no reported harm or injury to the patient. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: g3; h2; h3; h6. Radiographs were provided and reviewed by a health care professional. Review of the available records identified expected postoperative appearance from a recently placed left total hip arthroplasty. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.